Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open colorectal surgery procedure, the device did not fire properly; even with a new reload sr75, for side to side anastomosis. "During the side to side anastomosis of small bowel the stapler has been locked and made staple form malfunction." Another like device was used to complete the procedure. The device will not be returned.

Manufacturer narrative:
(B)(4) date sent: 1/3/2017. Photographic analysis: picture one show the device inside the blister package. Tissue is observed to be over the anvil part of the device, also the batch # (B)(4), can be appreciated. Picture number two, shows a cartridge and the device is laid over a blue surface, the device seems to be the one showed on the previous picture. Picture number three, shows a magnification of the tissue. The staple line can be seen with some staples appearing not properly formed. Picture number four, shows the tissue inside the blister package and on its side the package box can be partially seen indicating that it¿s a ntlc75. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause.